Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during biomed preventative maintenance, the device temperature only gets up to 37 c after 20 minutes run time. Even after attempting to calibrate 4 units, the temperature swing is out of specification ("41.9 plus-minus .1' c"). No harm, injury or adverse effects have been reported.

Manufacturer narrative:
Other, other text: d10, h3 and h6 - evaluation codes: updated d3, g1, and g2 email is: (B)(6) device evaluation: one device was returned for investigation. Visual inspection noted the device was received with a broken front cover, discolored pole clamp and line cord. The enclosure was cracked under the quick connect. Quick connect was corroded. Water tank cover is cracked. Functional testing ran the device for half an hour and the temperature did not rise above 37.8 degrees celsius. Complaint was confirmed. Root cause was attributed to a faulty heater. What caused this condition could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.